Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the lcd, electronics, motor, battery tube and vibrator noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had a keypad anomaly. Customer's blood glucose was 101 mg/dl. Customer stated the insulin pump had alarmed low predict and when he was pressing the esc button clear the alarm it wasn't responding. Moisture was noted under the lcd, but customer stated it might have due to him blowing his breath into the battery compartment in attempt to resolve the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.